Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was displaying an asystole alarm when there was no asystole and noise in the ECG. There is no indication of negative patient impact.